Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following was translated from dutch to english: customer indicates that sometimes the needles get clogged and because of this she then has to use a new one.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following was translated from dutch to english: customer indicates that sometimes the needles get clogged and because of this she then has to use a new one.